Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager replaced the pressure regulator but this did not correct the malfunction. The stm determined that the scroll compressor was the cause of the malfunction and replaced it along with the drive regulator. The iabp then passed all testing and was cleared for clinical use.

Event description:
It was reported that during preventive maintenance performed on the cardiosave intra-aortic balloon pump (iabp) the pressure would not calibrate. No patient was involved during this event and no adverse event was reported.